Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller was seeing settings not available on group c at 2.4. The caller decreased to 0.0 and increased to 0.4 and saw settings not available again. During the call, the caller changed to groups a and b. The patient felt stimulation in her arm on both of these programs, but she is supposed to feel stimulation in her neck. The caller was redirected to follow up with the patient's healthcare professional (hcp). Additional information was received from a manufacturer representative (rep) on 2019-sep-27. It was reported that groups a and c were no longer working, on group a, a message appeared saying that the therapy couldn¿t be delivered (settings not available) and the patient was getting some relief from group b. Upon reprogramming the patient, connectivity was out on 8-15 and impedances on contacts 8-14, so the rep programmed around those stated contacts. Lastly, it was noted that the patient was referred to a new physician for lead revision due to a change in insurance. There were no further complications reported or anticipated.